Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been lachance ad, mcgrory bj, christman ra. "Off-label" usage of an oxidized zirconium femoral head in revision of a total hip arthroplasty with mechanically assisted crevice corrosion and a legacy taper. Arthroplast today. 2021 mar 1;8:69-73. Doi: 10.1016/j.artd.2021.01.012. Pmid: 33681438; pmcid: pmc7930501. Objective and methods: the authors present a case of a (B)(6) male with a history of a late 1980s metal-on-polyethylene total hip arthroplasty who presented with unilateral leg vascular compromise, joint pain, and stiffness and subsequently underwent revision for adverse local tissue reaction secondary to mechanically assisted crevice corrosion. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: aml femoral stem, unk depuy 28-mm cocr femoral head, unk depuy poly liner (x 2) pfc co acetabular cup. Adverse event(s) and provided interventions possibly associated with depuy devices: (B)(6) male patient presented with left leg weakness, pain, and pelvic mass 26 years status post depuy mop tha. Vascular surgeon reported neurovascular compromise secondary to a pseudotumor associated with the tha. Ultrasound confirmed the left iliac vein and artery were displaced by the pseudotumor. Serum tests revealed elevated blood metal ions. Medical record review identified previous revision of the polyethylene liner osteolysis secondary to poly wear in 1998. Revision was recommended in two stages due to the patient¿s extensive comorbidities. First stage included the revision of the components, and the second stage included the excision of the mass. Stage 1 revision: during the revision, the surgeons elected to perform an off-label procedure of cementing a competitor liner into the pfc cup to prevent a more complex surgery. Upon entering the joint, femoral osteolysis was debrided. The poly liner was worn with evidence of oxidation. The stem was well-fixed with corrosion on the taper. The corrosion was cleaned, and the stem was retained. There was no defect of the revised femoral head. The cup was well-fixed and retained. The two dome screws were loose and removed from the cup. The surgeon scored the cup and competitor poly liner and then cemented the liner into the cup utilizing depuy cement. The patient received a competitor ceramic femoral head. Stage 2: tumor removal: three-months after revision, the patient received an intrapelvic vascular surgery to remove the pseudotumor. Abundant tissue necrosis and possible infection was identified. The tumor was excised, and the patient received IV antibiotics for three days. Ultimately, pathology did not identify an active infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached images evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the trunnion had corroded.